Event description:
It was reported that the medication infused quicker than the intended (25ml/hr with a volume to be infused of 100ml). There was patient involvement, however outcome is unknown. Although requested no additional information will be provided by the customer. Customer biomed reported that during their inspection of the device, no errors were reported. Customer states no devices will be returned.

Manufacturer narrative:
Additional information: device manufacture date, imdrf annex b code and manufacturer narrative a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an over infusion was not determined because no products or device logs were returned.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the medication infused quicker than the intended (25ml/hr with a volume to be infused of 100ml). There was patient involvement, however outcome is unknown. Although requested no additional information will be provided by the customer. Customer biomed reported that during their inspection of the device, no errors were reported. Customer states no devices will be returned.